Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 1.7 mmol/l resulting in the patient being unsteady when standing and the patient fell. The reporter indicated that the night prior to the fall, the patient was eating and the pump indicated 10 units in the insulin on board feature (iob). The reporter indicated that a bolus was delivered and the patient following morning the patient was low. The reporter was walked through reviewing the pump bolus history which indicated that the patient had delivered two boluses by accident. This report is made based on the allegation that the patient experienced hypoglycemia related to use error of the infusion pump device.